Event description:
It was reported that the balloon ruptured as the user inflated it. Per additional information, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed. The exact cause of the sample condition could not be determined and could not assign a manufacturing related process. During the visual inspection, a tear was observed at the bifurcation area. The sample was inflated with water during the functional testing and water was observed leaking from the funnel area. The sample was examined and a tear was observed on the funnel of the catheter. The tear looked like it was caused from the outside. It was unable to be determined how and when the problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe 'stick' in the valve. If you notice slow or no deflation, re-seat the syringe gently, use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, perverting balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Sterile : unless package has been opened or damaged. Warning : do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only, do not resterillize, for urological use only, valve type : use lure slip syringe. Do not use needle." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured as the user inflated it. Per additional information, there were no missing pieces.